Event description:
It was reported that the patient's balance was worsening which resulted in multiple falls after deep brain stimulation programming. It was noted that the patient's balance/gait continued to worsen. It was stated that the patient was hospitalized to stabilize balance. It was noted that the patient recovered without sequelae. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3389s-40 lot# v173198, implanted: 2008 (B)(6), product type lead product ID, 3389s-40 lot# v173198, implanted: 2008 (B)(6), product type lead. (B)(4).